Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 350 mg/dl and 140 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.